Event description:
A code was called for a patient being monitored by telemetry. Clinical staff responding brought a defibrillator which they charged to 200 joules but were unable to discharge through the paddles. A second defibrillator also located on the unit, was brought to the room and functioned normally. It is not known how significant a contribution the delay in defibrillation was to the patient's negative outcome.